Event description:
As reported: "the surgeon states this implant breakage / failure occurred roughly 6 months after the original procedure date. Additionally, the surgeon also cites that this occurred ¿a couple of years ago¿ but came across the images and wanted to share with stryker. Patient was revised with a s&n metatan nail and is doing well".

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the surgeon states this implant breakage / failure occurred roughly 6 months after the original procedure date. Additionally, the surgeon also cites that this occurred ¿a couple of years ago¿ but came across the images and wanted to share with stryker. Patient was revised with a s&n metatan nail and is doing well".

Manufacturer narrative:
Correction - please refer to d1 product long description, d2a common device name, d2b product code, d4 catalog #, g1 manufacturing site for devices. The reported event could not be confirmed since the device was not returned for evaluation and in the provided x-ray image as well we cannot see the breakage/ failure of the implant. Also, the provided x-ray is 4 weeks post-operative and the failure occurred roughly after 6 months of implantation as stated in event description. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Hcp opinion on the provided x-ray: it is very clear that a couple of the locking screw are no longer locked. The fact that the initial surgeon used a torque limiter does not guarantee it was used properly, furthermore these screws do not have variable angle locking, I can¿t judge that properly based on one x-ray, but a screw(s) being out of direction would most probably have a difficulty locking at all. Without the direct post-op or intraoperative final x-rays we can¿t say whether any of these screws was put in the plate deep enough and whether the direction was properly chosen to facilitate actual locking. More detailed information about the complaint event (post-op or intraoperative final x-rays) as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.